Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to a different issue that was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 100% to 35% within two days. In addition, the customer reported the pixels on the left third of the pump touchscreen were bleeding and the customer was not able to interact with that area. The customer¿s blood glucose was 101 (mg/dl). It was reported that the customer would continue to use the pump for insulin therapy.